Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the generator gave a solid tone; handpiece checked okay so they put on a new instrument. There was no reported patient consequence. Procedure was finished with a same like product.